Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure. The patient had one resolute integrity drug eluting stent implanted in the lad. Approximately 29 months post index procedure, the patient suffered a stroke. The patient was treated with tpa intravenous injection. The event was resolved. Investigator has assessed that the stroke event was not related to the study device and antiplatelet medication.